Event description:
It was reported that the "c" pivot lock on the 8800 system is not working well. There was no report of pt or operator injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted the "c" pivot lock. The system was tested and found to be working as intended and placed back into service.